Event description:
A leak was noted on a port at the catheter/port connection area sometime post placement during a routine follow-up visit. The port was removed and another one was placed without incident. There were no pt complications involved. The device has not been returned for eval. Therefore, no failure analysis is available. The directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar slots."